Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to oversensing of noise. Technical services (ts) analyzed device episode data and recommended isometric testing in clinic. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, at a follow-up appointment in clinic, it was noted that all three vectors exhibited poor sensing due to patient's morphology. Technical services recommended x-rays. It was noted that this system was reprogrammed to the alternate vector. This system remains in service. According to additional information, upon review of x-rays, it was noticed that the electrode appeared to have rotated significantly causing the sternal wires to be in close proximity to the sense b electrode. Ts noted that this may be the cause of the noise. The noise could not be reproduced in clinic with arm movements and device manipulations. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to oversensing of noise. Technical services (ts) analyzed device episode data and recommended isometric testing in clinic. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to oversensing of noise. Technical services (ts) analyzed device episode data and recommended isometric testing in clinic. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, at a follow-up appointment in clinic, it was noted that all three vectors exhibited poor sensing due to patient's morphology. Ts recommended x-rays. It was noted that this system was reprogrammed to the alternate vector. This system remains in service.